Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed the reported malfunction. The customer informed the fse that the part was purchased from a third-party company. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump's (iabp) ECG cable was damaged, but no personal injury was caused. No patient involvement.